Event description:
The customer stated that she went to the emergency room last night, and was treated for high blood glucose levels. The customer stated that she was released, but is still experiencing high blood glucose levels. The reported blood glucose at the time of the call was 359 mg/dl. The customer stated that she removed the infusion set, and the cannula was bent. Troubleshooting was performed, and the time and date were incorrect. The customer didn't know if the basal rates were correct. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test test. Advised the customer to check with her hcp regarding the basal rates. Also, advised that the tubing clamp would be sent to her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.